Event description:
Customer reports low blood glucose symptoms with blood glucose results of 48 and 37 mg/dl obtained on the advantage system; able to self treat. Re-tested within 1 minute of the 37 mg/dl result and obtained result of 179 mg/dl. Customer also reports a second incident where he felt low blood glucose symptoms with result of 35 mg/dl obtained on the advantage system. Able to self treat, and re-tested 2 minutes later with a result of 154 mg/dl. No adverse event related to the device reported. Requested return of suspect device, however customer did not return the test strips; replacement was sent.